Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging an unusual issue with the subject meter. The reporter claimed that the meter displayed the message of "failed use new strip". No further details were provided at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.